Event description:
The surgeon implanted an aq2010v silicone lens, but the haptic broke while it was being inserted. The lens was removed with no patient injury or event. The nurse indicated that it was unknown as to why the haptic broke. An msi-pm injector and an aq2. 8s cartridge were used but the lot numbers were not provided by the facility.

Manufacturer narrative:
Evaluation results - visual inspection of the product found one haptic torn off. There was evidence of surgical residue. Conclusions - the root cause for this event could not be determined because the injector and cartridge used were not returned.